Event description:
During coronary angiography (cag), six month post stent placement, the intravascular ultrasound (ivus) catheter became stuck in the lesion. The lesion was severely calcified, no stenosis and severely tortuous in the distal right coronary artery (rca). Ivus was performed; upon withdrawal of the ivus catheter, it became stuck in the calcified lesion. The physician disconnected the luer connection and inserted a guidewire. Then the physician pushed the guidewire, but the ivus catheter was not released. The patient was sent for surgical procedure. A vein graft bypass was performed from the aorta to the mid rca. No further patient complications were reported. Patient status post procedure is noted as fine. Same event as MFR report # 2134265-2008-04852 filed for the stent.